Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's history was checked on the system monitor and showed multiple red heart alarms recorded at 13:30. The patient was asymptomatic at the time and the patient did not hear the alarm sound. The patient also stated that they did not touch the driveline or the controller. The patient did no hear the alarm sound. The log files showed a low flow, driveline disconnect, and left ventricular assist device (lvad) off alarm on (B)(6) 2022 at 1:29:55 pm, the event lasted approximately 3 seconds where the driveline appeared to be momentarily disconnected from the controller causing a pump stop event. There were no other unusual events. Relate manufacturer reference report: (B)(4).

Event description:
Additional information: it was reported that the alarms were thought to be caused by the presence of electrostatic discharge. There were no further alarms and the products would be observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop that appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The controller event log file contained data from 11may2022 through 30may2022, per the timestamps. On 30may2022, a driveline disconnect event was captured, causing the pump to stop. The driveline was reconnected approximately 5 seconds later, and the pump ramped back to the set speed without issue. No other notable events or alarms were captured, and no evidence of an electrostatic discharge event was observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.